Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted with three proglide devices after a peripheral interventional procedure. Reportedly, all three devices did not discharge. A new abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to deploy was observed as a posterior needle cuff miss based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to deploy/ fire and subsequent treatment appears to be posterior needle to cuff miss related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Information was requested regarding the posterior foot separation, but no additional information was provided. These damages were not reported and may have occurred due to post procedure handling. However, this cannot be conclusively determined. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report for cn-122648, the following information was received: a posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown.